Event description:
The customer reported that the device failed to recognize the battery in the "a" battery well. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The unit was evaluated at the philips repair bench. The reported failure could not be recreated. The philips repair technician found a bent pin on the battery pca. We will consider that the bent pin caused the reported issue. The battery pca was replaced and the unit passed all post-servicing testing. We will consider replacing the battery pca resolved the failure.